Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the submitted log files and photo were reviewed following the reported event of a left ventricular assist device (lvad) fault alarm and the heartmate touch screen showing a set speed of 3000 rpm in the settings tab. The submitted controller event log file confirmed an lvad internal fault alarm associated with an lvad communication issue. Although the stored patient speed was 5500 revolutions per minute (rpm) in the log files, the communication issue resulted in the pump operating at the base speed of 5000 rpm. There were no other new or notable alarms active in the log files. The submitted photo confirmed that the set speed was shown as 3000 rpm on the settings tab of the heartmate touch app screen; the live value for speed was displayed as 5000 rpm on the heartmate touch, which is consistent with the log file. The heartmate touch app displaying a set speed of 3000 rpm on the settings tab is due to the lvad communication issue which resulted in the lvad internal fault alarm; these events are addressed under the pump investigation. The reported event could not be correlated to any issues with the heartmate touch system. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) including the lvad fault alarm, and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a known driveline communication fault was in clinic and had a left ventricular assist device (lvad) fault alarm. Additionally, the heartmate touch screen was showing speed set at 3000 rotations per minute (rpm) in settings which was incorrect. Log files were sent for review and were found to be filled with driveline communication and lvad faults. The log file review also showed that the pump speed was 5500 rpm and low speed limit was 5000 rpm. The lvad fault alarm resolved after disconnecting and reconnecting the driveline per recommendation by technical services. The heartmate touch display was corrected also by this troubleshooting attempt. The plan was to continue to monitor the patient. Related pump / lvad fault MFR is 2916596-2024-01508.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.